Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8352-50, serial #: (B)(4), description: coveredge x 32, 50 cm 4x8 surgical lead. Model #: sc-4316, lot #: 18112328, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient developed an infection. Symptoms were pocket site opening and not healing. The patient was admitted to the hospital and underwent a revision procedure wherein the ipg and lead were replaced. The patient was treated with intravenous (IV) antibiotics. No device malfunction was suspected. The infection was procedure related. The patient was reportedly doing well post operatively.